Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. -one unpackaged ar-1938ps-1, suture anchor, batch n° 13847333, was received for investigation. Visual inspection does not identify issues with the tip of the driver. No sharp edges or any other visual defect. The visual evaluation found no damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported that during a shoulder arthroscopy surgery there was a rupture of the binding suture of the device during collarbone stabilisation. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.